Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient has substantial occlusion problems resulting in tmj issues and gum recession. Doctor advises that patient discontinue treatment with aligners without delay.